Event description:
It was reported that, after a tka surgery had been performed, the patient experienced stiffness in the knee. A revision surgery was performed to explant the size 2 genesis ii tibial baseplate. The rom of the patient has improved.

Manufacturer narrative:
It was reported that a revision surgery was performed due to ¿stiffness¿. The femural component, tibia base plate and tibia insert were explanted. The rom of the patient was improved. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No medical documents were received for investigation. Based on the limited information provided, the root cause of the stiffness could not be definitively concluded, although post-op scar tissue formation is a known surgical risk. The patient impact beyond the reported stiffness and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.